Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unable to test for failed batt test alarm due to no button response. Unit had a severely scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 169 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.